Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, the scope communication error b30 occurred on the subject device connecting with evis 190 series videoscope. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information from olympus europe se & co. Kg (oekg), omsc concluded that the reported phenomenon was attributed to the failure of the unspecified endoscope which had been used in combination with the subject device. If additional information becomes available, this report will be supplemented.